Event description:
It was reported, the device had a power seal failure. The issue occurred during a procedure and the procedure was completed with intervention. There were no reports of patient harm.

Manufacturer narrative:
E1 facility postal code- (B)(6). Follow-up in progress to obtain additional information regarding the event. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. An investigation was conducted based upon the photos from the complaint record and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the device had a powerseal failure. The issue occurred during a procedure and the procedure was completed with intervention. There were no reports of patient harm.